Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact on the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller with the reset process. The customer was advised that they could continue using the pump and to call back if the malfunction code recurs, which the caller acknowledged and understood.